Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via left femoral artery with a 5f 50cm non-bsc sheath. The 99% stenosed target lesion was located in the moderately calcified and moderately tortuous left below tibial artery. After a 0.014x175cm non-bsc guide wire crossed the target lesion, pre-dilation was done using a 1.5mm x 20mm x 143cm coyote es balloon catheter at 5 atmospheres. Angiogram was performed and it was observed that there was leakage of contrast dye. The device was completely removed from the patient. The physician found out that the balloon ruptured. There was no kink prior to use and no resistance during the procedure. The procedure was completed with another of the same device. No patient complications were reported and the patient status was good.

Manufacturer narrative:
Age at time of event: (B)(6). (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).